Event description:
--

Event description:
Boston scientific received information that this device exhibited a fault code (fc) 1009 upon interrogation. The device was explanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device will be evaluated upon return. This product issue will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Evaluation confirmed the clinical observation of the fault code 1009. Visual inspection noted a large arc mark on the dump resistor which is located next to the battery and there is a clear plastic liner over both the battery and dump resistor. The liner provides a shield between the battery/dump resistor and the device back case half. The overstress damage is evident of the surface of the battery, on both sides of the dump resistor, on the plastic liner and finally on the backside of the device case. The majority of the damage is on the side of the resistor that faces away from the battery. Due to the extensive damage, it cannot be determined what the root cause of the overstress was. No other adverse events have been reported. This product issue will be updated if additional information is received.